Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported via webform with the adc sensor. The sensor prematurely detached when the customer was bathing after three (3) days wear, and was unable to obtain readings and monitor glucose levels. As a result, the customer was unable to self treat, requiring treatment with glucagon and/or insulin (type and dose unknown) by third-party. No further details were provided. There was no report of death or permanent injury associated with this event.